Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 days. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. On (B)(6) 2015, bleeding was observed from the inflow conduit and outflow grafts. The specific site of the bleeding was unknown; however, it was reported that a pinhole made within the outflow graft during de-airing could have caused a possible blood leak. It was also reported that the anastomosis site of the main artery could have been a site of the reported bleeding. The patient underwent re-opening of their chest and hemostasis to stop the bleeding and over 8 units of red blood cells were transfused. Neither the inflow conduit nor the outflow graft was exchanged during the procedure. No further information was provided.

Manufacturer narrative:
The device remains in use supporting the patient; therefore, a full device evaluation could not be performed and a direct correlation between the device and the report of bleeding at the inflow and outflow grafts could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.